Event description:
Customer stated that during testing the device operated automatically without user activation. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the o-ring within the handswitch failed.